Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that the tubing set was primed with an unspecified volume of fluorouracil, 4000mg, at the user facility. The customer contact reported that 1-2 days after the tubing set was primed, the tubing set was loaded into a gemstar pump and the pump was programmed to deliver the medication, at an unspecified rate, for a duration of 46 hours. No further pump programming was provided. The customer contact reported that the delivery was started at the user facility and the patient went home with the medication to complete the delivery. The customer contact reported that after the delivery was complete, the patient returned to the user facility. At this time, it was reported that solution leaked from an unspecified location on the filter of the tubing set and white crystallization of an unspecified substance was noted around the filter of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. It was reported that the tubing set was not replaced since the delivery was complete. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.